Manufacturer narrative:
The previous pump that was exchanged due to hemolysis referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01789. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 31 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s previous pump was exchanged due to hemolysis on (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) level elevated to greater than 1000 u/l again. On (B)(6) 2017, it was reported that the patient would be treated medically for the time being, was given IV fluids and heparin, and was monitored. On (B)(6) 2017, the patent's pump was exchanged due to thrombus. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump blood-contacting found a denatured ring of tissue-like thrombus adhered to the inlet bearing ball. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase and pump power and flow elevation observed in the submitted system controller log file. In addition, the proximal side of the inlet elbow revealed a small, non-laminated deposition. The lack of structure and laminated layering suggests that it did not form in the inlet elbow; however, a root cause for the development of this formation could not conclusively be determined. Visual inspection of the pump bearing balls and bearing cups found no anomalies related to wear or damage. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.